Event description:
It was reported that a large intimal dissection occurred in the proximal right coronary artery (rca) during atherectomy with a non-abbott device. Despite rotational atherectomy and predilation, there remained residual calcification and stenosis in the proximal rca. The graftmaster was attempted but could not advance past the ostium of the rca. A 3.0 x 15 mm xience and a 3.5 x 12 mm xience were placed to facilitate the graftmaster crossing through the ostium of the rca. After the xience stents were placed, the graftmaster was able to cross and was deployed, successfully sealing the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returning. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. It was reported that a large intimal dissection occurred in the proximal right coronary artery (rca) during atherectomy with a non-abbott device. Despite rotational atherectomy and pre-dilation, there remained residual calcification and stenosis in the proximal rca. The 3.50x16mm otw graftmaster stent delivery system (sds) was attempted but could not advance past the ostium of the rca. A xience 3.0x15mm and a xience 3.5x12mm were placed to facilitate the graftmaster crossing through the ostium of the rca. After the xience stents were placed, the graftmaster was able to cross and was deployed, successfully sealing the perforation. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was calcified, which may have contributed to the resistance. As the sds was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for physical resistance for this lot. There is no indication of a lot specific product quality deficiency. Based on the information provided, the reported physical resistance appears to be related to circumstances of the procedure and not a product quality deficiency.